Manufacturer narrative:
No concerned items have been provided for investigation. Hence, no case-specific evaluation was possible. The customer report implies that the device-side connector detaches from the tube of the patient circuit. The likelihood that the issue will be detected by the operator during set-up for use is quite high. It is usual practice that anesthesia workstations will undergo a daily pre-use check and a leakage test prior to each individual procedure. A respective warning message is laid down in the IFU that the pre-use check is mandatory. When the connection between patient circuit and device becomes loose and untight or fully detached the basic device will recognize the resulting leakage. Depending on the size of the leakage the workstation will enter a conditionally functional (yellow) or nonfunctional (red) state. Furthermore, the IFU gives recommendations for steps to perform to precisely locate the leakage. The concerned product is a hospital consumable which should ensure that replacement is at hand immediately. The user's report does not refer to a specific event; no patient consequences have been reported.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the user observed more than one instance where the blue conical connectors at the end of anesthesia ventilation hose systems became detached from the hoses. This resulted in a leakage. No patient consequences were reported.